Event description:
A review of the download data for a (B)(6), female, pt, revealed several battery charger faults. Zoll customer support contacted the pt and issued her a replacement battery charger.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. Upon investigation contamination was discovered on the charger/modem's battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.